Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a driver used on patient having spinal therapy for osteopenia. It was reported that during the placement of ballast screws using the powerease driver in an s2ai trajectory, a patient underwent a procedure in which the surgeon was unable to fully drive the screw due to the insertional torque required. The use of a torque multiplier resulted in the tip of the driver breaking off and becoming lodged in the ballast screw head. The broken off tip was removed by surgeon during the surgery. The screw placement was right above the sciatic notch and down the middle of the "tear drop" view. After the first driver broke, a second driver was used in an attempt to back the screw out, but this driver became stripped. These drivers were new drivers. There were no patient symptoms reported. There were no further complications reported regarding the event.